Manufacturer narrative:
The manufacturing record review was performed. All process operations presented in the manufacturing record were in compliance. All tests results showed a pass condition. No deviation or non-conformance report (ncr) related to the customer claim was generated. A review of process manufacturing instructions in the change control system was done during the period when this production order was manufactured and did not show any change in the manufacturing method or specifications that could be related for this complaint type. No deviations related to the preloaded inserter system were reported. The results of the lubricity tests performed in this production order were found within specifications. The product met manufacturing release criteria. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Pt age and gender: unknown. Initial reporter telephone: unknown. (B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). The lens was returned to the manufacturer for evaluation and was observed to be cut in three parts. The lens condition is consistent with a lens that was removed from the patient¿s eye. Due to the damaged condition of the return lens no further evaluation could be performed. All pertinent information available to the manufacturer has been submitted.

Event description:
We received a report that during the implantation of a tecnis itec preloaded 1-piece intraocular lens (iol), the iol ''ruptured'' probably as a result of plunger override. In follow up received it was determined the iol was in the eye when this occurred and the incision was enlarged from 2.8 to 3.0 mm to remove the lens. There was a delay of a few minutes. No vitrectomy was required.